Event description:
It was reported that the patient presented in the hospital experiencing dizziness and tightness in the chest. On surface electrocardiogram, it was noted that the right ventricular lead exhibited oversensing causing pacing inhibition. The lead was capped and replaced on (B)(6) 2014.